Event description:
It was reported that the customer passed away. The father stated that the customer was admitted to the intensive care unit on (B)(6) 2012 with low blood glucose of 20mg/dl. The caller stated his daughter was brain dead and the family doctor took her off life support on (B)(6) 2012. It was stated that the customer was not wearing the insulin pump at time of death, and the device was removed from the customer the day of the event. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.